Event description:
It was reported that (6) devices were used during an unknown procedure. It was reported by the rep that the ms512 would not stay snapped on. Another device was used to complete the case. There was no consequence to the pt. 02/2001 add'l info received: (2) tsb45 devices were also used in case and would not fire. Case was completed with another tsb45. No consequence to pt.